Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the mos2 battery status, a number of 112 charging cycles with 97 shock deliveries was recorded to the devices memory. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. The bench test of the ICD revealed that all therapy functions were available. In particular the charge consumption of the device was normal and as expected. In conclusion the device was fully functional, there was no indication of a device malfunction.

Event description:
This device was explanted due to eri after patient experienced multiple vt episodes receiving approximately 100 45j therapies from device. Should additional information become available, this file will be updated.